Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis was performed and no anomalies were found. The outer insulation of the lead became extrinsically distorted due to kinking/buckling. Visual summary analysis of the lead indicated damage at implant. Analysis noted that helix could be fully extended and retracted.

Event description:
It was reported that during the implant procedure, the right ventricular (rv) lead helix would not advance or extend. The lead was removed and replaced. No patient complications have been reported as a result of this event.